Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive pcb was evaluated and replaced. The system tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of x-ray functionality. No pt or user injury reported.